Manufacturer narrative:
Upon visual inspection, it was found that the implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. There are no observable defects to the product. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. The irradiation certificate has been reviewed. No deviations were identified through the investigation performed, that may have contributed to the event. A definitive cause could not be determined. (B)(4).

Event description:
The dentist reported that this implant placed in tooth site #19, in place for 6 weeks, did not integrate when the patient presented with inflamed gingiva with fistula and severe bone loss.